Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that tip fracture occurred. The target lesion was located in the right radial artery. A 135/10 renegade hi-flo kit with fathom guidewire were selected for use. During the procedure, the lesion was embolized with a microcatheter, and the front part of the guidewire equipped with the microcatheter was shaped before superselective intubation of the left uterine artery. However, it was noted that the front part of the guidewire was fractured, and the tip was not completely separated. The device was replaced, and the procedure was completed with a different device. No patient complications were reported, and the patient recovered well and has been discharged from the hospital.